Event description:
It was reported that the articular surface failed to seat properly in the tibial baseplate.

Manufacturer narrative:
Eval summary - this part was manufactured prior to a design change to the snaplock as well as the implementation of the peripheral rib impactor instrument and implantation technique, which outlines the proper technique for seating the articular surface on the tibial baseplate. The measured dimensions of the articular surface were within spec. Damage was observed in various regions, including the anterior snaplock. Device history records indicate all components were manufactured and inspected to spec.